Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump's buttons were unresponsive while attempting to bolus. Customer states that she has to push the buttons multiple times to receive a response and the reading increases on its own. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 229 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. Unable to perform the occlusion test and excessive no delivery test due to no button response on the insulin pump. Insulin pump passed displacement test, prime test and basic occlusion test. Unit had broken reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.